Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6)..

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of 18.0 mmol/l and ketones of 4.9. She was vomiting and was taken to the hospital by car. She was admitted to the "high dependency ward" and received treatment of an insulin and saline drip. She was taken off the infusion device, and it was alleged the insulin delivery of the infusion device is inaccurate. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.